Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found a damaged (detached) downstream occlusion (dso) seal, scratched lens, a damaged battery compartment, and damaged remote dose connector. The dso seal lens, battery compartment, and remote dose connector will be replaced.

Event description:
The customer returned the product for "remote control connecting socket defected", during physical inspection it was found that the downstream occlusion (dso) seal was damaged(detached). There was no patient involvement, and no patient injury or medical intervention needed.